Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event, vascular occlusive injury (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record of belotero balance could not be reviewed as the lot number was not reported. Bowhay, a., soares, d. (2021). Acute vascular compromise of the ophthalmic cutaneous angiosome after accidental self-injection of hyaluronic acid filler into the superficial temporal artery. Dermatologic surgery, 1527-1529.

Event description:
This literature report from us concerns a (B)(6) female patient. She self-injected with hyaluronic acid, into the temporal hollows (off label use of device). The patient was healthy. During the hyaluronic acid injection, the patient experienced sudden burning pain over the frontal scalp. The patient discontinued the self-injection attempt and immediately began oral aspirin therapy. Over the next 48 hours, she noticed progressive skin mottling with associated pain throughout the forehead and scalp, at which point she presented to a clinic for evaluation. Physical examination revealed extensive livedo reticularis over multiple vascular territories of the right upper face and scalp, including the frontal branch of the superficial temporal artery (fbsta), supraorbital artery (soa), and supratrochlear artery (stra). An immediate baseline neuro-ophthalmological examination showed normal bilateral visual acuity, pupillary reflexes, and extraocular muscle function with intact motor, sensory, and cranial nerve function. The original site of filler injection at the anterior temporal hairline demonstrated palpable filler with surrounding dermal blanching. Capillary refill along the affected angiosomes was sluggish but with strong temporal pulses bilaterally. The diagnosis of a vascular occlusive injury resulting from accidental intravascular embolization of hyaluronic acid filler into the frontal branch of the superficial temporal artery was made, and treatment with hylenex was initiated immediately. In total, approximately 750 units were injected subcutaneously, into the perivascular tissues at the temporal site of filler injection and intradermally, into the territories of the supraorbital artery and supratrochlear artery, in 2 treatment sessions performed over 48 hours. Hyperbaric oxygen therapy was instituted with twice-daily sessions over 3 days, and the patient was initiated on an oral steroid taper and antibiotic coverage. She also received cutaneous injections of 10 ml of platelet-rich plasma repeated over 2 sessions at days 4 and 10 post presentation. Skin desquamation and moderate telogen effluvium affecting the right anterior frontotemporal scalp occurred over the following 2 to 4 weeks but gradually improved and cleared with no long-term skin damage or alopecia at her 6-month follow-up. Due to the provided information, the outcome of the event was considered as resolved. In the opinion of the authors, involvement of the ophthalmic angiosome carried the additional risk of vision loss, ophthalmoplegia, and stroke. This increased risk was due to the course and nature of the ophthalmic arterial tree. Intravascular injection of filler in these areas had the possibility to retrogradely occlude the retinal and cerebral arteries, with disastrous consequences. Involvement of the ophthalmic dermal angiosome was presumed possible through a second pathway that involved true anastomotic connections between the distal branches of the superficial temporal artery and the ipsilateral supraorbital artery / supratrochlear artery. These anastomoses represented a direct connection between the external carotid system, which supplied most of the lower face, and the internal carotid system, by way of the ophthalmic artery. In the patient, there was extensive involvement of the cutaneous territory of the ophthalmic angiosome in an instance of filler-induced vascular occlusion originating from the ipsilateral superficial temporal artery, confirming that substantial cross-angiosome injury was indeed possible.